Manufacturer narrative:
G5:510(k)#: k102985; b4:27jul2021. Following the evaluation of the device, the fse replaced the touchscreen to resolve the issue. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
B4:29jul2021. This issue was found during cleaning; there was no patient involved. This event has been reassessed as non reportable.

Manufacturer narrative:
Date of report: 28may2021. There was no patient involvement.

Event description:
It was reported to philips that in the parameterization screen, the parameters change on their own. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. This issue was found during cleaning; there was no patient involved.